Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, wear/abrasion and an opening on the posterior. A leak test and microscopic analysis was performed which identified a smooth, crease opening, yellow biological tissue and an observed void >1 mm in the non-textured, valve-to shell-bond area. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a smooth, crease opening on the posterior assessed as a fold flaw opening.

Event description:
Patient reported left side deflation. Healthcare professional confirmed left side deflation. Device has been explanted.